Manufacturer narrative:
Our quality engineer inspected the photos, and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed foreign matter inside the tip on the surface of the syringe. Fourier transform infrared spectroscopy (ftir) was completed to determine the foreign matter type. The foreign matter gray, soft and rubbery with an unknown liquid coating it. The results showed that the spectrum of foreign matter matched reasonably with a mixture of poly(isobutene) and talc. Poly(isobutene) is used in cosmetic products as a binder, film former, and nonaqueous viscosity-increasing agent. Talc is an ingredient used in personal care products such as loose powders (e.g., talcum powder, baby powder, blush, eyeshadow), and in other forms (e.g., pressed powder, liquid makeup). A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The fm source could not be identified as no poly(isobutene) or talc used in the production environment. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
While using the syringe, the customer found a black foreign material inside the tip of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll had foreign material on the tip of syringe. While using the syringe, the customer found a black foreign material inside the tip of the syringe.